Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported minimed app is unresponsive. No harm requiring any medical intervention was reported. Troubleshooting was done and issue was resolved. The device will not be returned for analysis.